Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that patient had a question. Patient asked if there was a weight limit of what they can lift. Patient had 7 different interstim devices in the past 20 yrs. Patient lifted a box the other day that weighed a lot more than they thought it would. Patient felt a tug sensation in their lower back and now they have a bump and can feel their lead(s). Additional information was received from the patient. They reported that they have an appt to see their doctor since if they sit the wrong way or stand up against anything the pain is pretty intense. Patient lifted their 15 lb granddaughter the other day and felt that same pull as they did when they lifted that 56 lb box. Today patient picked up their 24 lb grandson and got a zap that took their breath away. Patient stated "so time to get stuff checked out" as a response to their incidents.